Event description:
The wife of a (B)(6) male patient called zoll customer support to report that they were receiving siren alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation the u904 (-5v regulator) was failing on the c/a board, which caused the -5v to only be at -3.2v. The root cause of the defective u904 component cannot be positively identified but was likely random component failure. No adverse event resulted from the defective u904 component. The patient received a replacement monitor.